Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/24/2016 - voicemail, 5/26/2016 - voicemail, 5/27/2016 - voicemail. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit failed on the patient. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The purge board, mounting board, main board, interface board, and on/off switch were replaced.